Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Concomitant medical products: item # 51-101060, stem, lot # unk; item # unk, shell, lot # unk; item # unk, taper, lot # unk.

Event description:
It was reported that approximately 3-4 years post implantation, the patient underwent a revision of cup and head due to adverse reaction to metal debris and aseptic loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This reporting was identified as a duplicate of 1825034-2011-00192-1. Please void this submission.